Event description:
It was reported that during a pci treatment procedure, the maverick 2 monorail 15/2.5 mm balloon ruptured at 6 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and a rinato guide wire to cross the lesion. The maverick2 monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good'.